Event description:
It was reported that, a few months post-implant of this artificial urinary sphincter (aus), the device stopped working due to inflation issues. The device remains implanted and a replacement surgery has been scheduled. No patient complications were reported.

Event description:
It was reported that, a few months post-implant of this artificial urinary sphincter (aus), the device stopped working due to inflation issues. The device remains implanted and a replacement surgery has been scheduled. No patient complications were reported.